Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problems (service code 204,service code 107, discharge profile fault, capacitor voltage fault ) have been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was displaying service codes 204 (monitor unusable) and 107 (multiple abnormal shutdowns) and was also experiencing discharge profile faults and capacitor voltage faults.